Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the handpiece device did not start when the trigger was pressed. It was reported that the surgeon replaced the power module and tried again, but the handpiece did not start. The reporter stated that the two power modules used in the procedure were fully charged and the handpiece device was working with no problem until this event occurred. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
Reporter's phone number is unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which shows that the magnet retainer assembled into the handpiece is broken. Therefore the condition is confirmed. It was determined that the breakage of the magnet retainer could have been caused by any of the following actions or by the combination of some of them; dropping of the handpiece, spring back / quick release of the trigger and poor design, or embrittlement of the peek due to the high sterilization temperature in combination with a drop or quick release. It was determined that the root cause of the failure could be related to misuse, abuse, or user error; or, due to poor product design of the magnet retainer. The assignable root cause was not determined. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.